Event description:
It was reported that the pt's implantable neurostimulator (ins) was flipped. A radiology technician reported that they saw the extensions coming off the wrong side of the implantable neurostimulator. It was also reported that the pocket felt superficial and ins snug upon palpation. The pt has also not been able to charge for several months. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).